Event description:
It was reported that a malfunction occurred, and the malfunction code displayed was malf 16. There was no reported impact to the customer¿s blood glucose level. Technical support replaced the pump, confirmed the shipping address, and instructed the customer to use a multiple daily injection (mdi) as a backup therapy. The caller was guided on how to put the pump into storage mode and was asked to return the malfunctioning pump within 10 days using a pre-paid label.